Event description:
This pt originally had a cypher 2.5x13 stent placed in mid circ (B)(6) /2005, and did well until (B)(6) 2012. At that time, he was admitted with acs, and films revealed a 100% instent restenosis of mid circ. Predilated with 1.5x15 apex push rx, 2.0x15 apex, and a 2.25x28 ion otw deployed with good results. Discharged on medications including asa, and prasugrel. On (B)(6) 2013, pt was transferred to our facility with a non-stemi, with continuous pain, and taken to ccl emergently. Questionable compliance with asa and prasugrel. Films reveal a 100% subacute thrombosis of the mid circ. Predilated with 2.5x15 emerge otw, and thrombectomy performed. Final films reveal 15% residual stenosis with timi iii flow.